Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 20 mg/dl. The customer was treated with orange juice. The customer was experienceing low blood glucose for 4 yeasr. The customer was admitted to ems came to the house on (B)(6) 2015. The customer is a brittle diabetic. The customer call was disconnected. The customer declined to troubleshoot for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.